Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Struts 1-8 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 30-apr-2018. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in a calcified mid left anterior descending artery. A 3.00 x 20 mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.